Event description:
It was reported that this right ventricular (rv) lead that had been implanted for various years showed high, out of range pacing impedance values. A lead safety switch was activated. The lead was replaced for a new one at a surgical intervention. According to the field representative, the lead was believed to be fractured and this was the cause of the impedance issue. Also, they mentioned that the lead was still implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead that had been implanted for various years showed high, out of range pacing impedance values. A lead safety switch was activated. The lead was replaced for a new one at a surgical intervention. According to the field representative, the lead was believed to be fractured and this was the cause of the impedance issue. Also, they mentioned that the lead was still implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of explant date, d6b field. If information is provided in the future, a supplemental report will be issued.